Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush pressure switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak from the o2 flush valve discovered during preuse checkout. There was no report of patient involvement.